Event description:
Revision completed and has continued pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the provided product and lot combination. The investigation concluded, based on the provided ceramtec report, the fracture occurred due to a point contact caused by a misaligned position of the insert within the metal shell. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.